Event description:
It was reported that burr separation occurred. A subtotal stenosis target lesion was located in the none tortuous and heavily calcified proximal ight coronary artery (rca). A 1.50mm rotapro was selected for use in the procedure. The rotapro was prepped and platformed at 160000rpm outside the patient. During the procedure, the rotation speed was dropped to 130000rpm. The burr detached from the shaft while beginning the ablation. The burr was pulled out with the rotawire and the procedure was completed with non-boston scientific device. There were no patient complications reported.

Event description:
It was reported that burr separation occurred. A subtotal stenosis target lesion was located in the none tortuous and heavily calcified proximal ight coronary artery (rca). A 1.50mm rotapro was selected for use in the procedure. The rotapro was prepped and platformed at 160000rpm outside the patient. During the procedure, the rotation speed was dropped to 130000rpm. The burr detached from the shaft while beginning the ablation. The burr was pulled out with the rotawire and the procedure was completed with non-boston scientific device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the returned device consisted of the rotapro atherectomy device. The device was received with the burr separated. The burr was received on the returned rotawire. The advancer, drive shaft, and handshake connection were visually and microscopically examined. Inspection of the device found that the coil had been stretched and broken at the point of detachment from the burr. Functional testing was performed by attempting to rotate the drive shaft, and the drive shaft was able to be rotated. When the rotapro advancer was connected to the rotapro console control system and the knob switch [ablation button] was pressed, the device stalled and would not run. In order to determine the reason for the device stall, destructive testing was performed in which the advancer was dismantled and the interior components were inspected for damages or defects. Destructive testing was not able to identify the cause of the device stall. Product analysis confirmed the reported detachment, as the burr was received detached from the coil, and the coil was stretched at the point of detachment. The reported speed issues were not able to be confirmed, as the device stalled and would not run. Product analysis was not able to determine the exact cause of the device stall.